Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the external pulse generator (epg) was not registering output; the main printed circuit board (pcb) was replaced as a preventive measure. It was found, however, that the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not registering output; output of one milliampere was not working on either the ventricular or atrial channel when both were active. The epg has been returned for repair. There was no patient involvement.